Event description:
It was reported that the patient felt a thud that took [the patient's] breath away. The patient was inquiring if his device had gone off. The patient also reported that his device had been adjusted because it was "dilating his diaphragm." No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.